Manufacturer narrative:
Reference record (B)(4). Catalog number 062945-001 is the international list number which meets the requirements of the similar product listed in which is the us list number. The lot number was not provided, therefore, a batch record review could not be conducted. A return sample evaluation was not performed because tubing was not returned. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, patient in (B)(6) underwent procedure for the placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. After an unspecified period of time, the patient was diagnosed to have high sub-occlusion syndrome and was hospitalized. The patient had vomiting, secretions at the stoma, and arterial hypotension. Endoscopy was performed and it was noted that the internal fixator was inclavated at the duodenal bulb level. The tubing system was replaced and patient has recovered. Duopa therapy was not interrupted.